Manufacturer narrative:
The devices, intended for use in treatment, were not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2009, 2010, 2011 and 2012. A review of the device history records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The medical investigation concluded that the intraoperative findings of black fluid, the reported metallosis reaction and slightly elevated cobalt levels may be consistent with findings associated with metal debris, however the root cause cannot be confirmed .it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The root cause of the patient¿s post-operative dislocation and pain cannot be determined, as complete medical records have not been provided. Details regarding the patient¿s post-operative medical history, activity level and other clinically relevant information have not been provided. The patient impact beyond the revision and post-operative healing/pain cannot be determined. No further clinical assessment is warranted at this time. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that on (B)(6) 2012 primary left hip replacement was performed and in (B)(6) 2017, patient began having worsening left hip pain. On (B)(6) 2018, a revision surgery was performed due to metallosis and patient discomfort due to a dislocation that occurred days after primary surgery, black fluid was encountered in the joint and all devices were removed.